Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. Additional observations not reported by site: the endoscope was visually inspected and found with glue damage on fiber distal tip. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or was removed. The probable root cause is typically attributed to the use conditions, such as improper reprocessing. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The probable root cause is typically attributed to the user, such as improper handling of the cable during use or in reprocessing. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on camera button of the button pack assembly. The probable root cause is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The probable root cause is typically attributed to the use conditions, such as improper reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus would not rotate correctly. The procedure was completed with no reported patient injury.